Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument wrist came out of alignment, and the shaft of the instrument got jammed on the wrist. The whole instrument was jammed inside the trocar and was unable to move. The surgeon ended up removing the trocar and instrument in one piece and got another trocar and instrument so he could complete his procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no pieces from the distal end of the instrument detached or broke off, and physical damage such as a dislodged instrument grip, clevis, or pivot was reported. When the instrument and cannula were removed together, no additional ports were placed; a new cannula was introduced through the same incision. The instrument has already been returned to intuitive for evaluation under RMA 30393171, and photographic images or video recordings of the device or procedure are not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 39.51mm from the distal tip. A piece measuring proximately 1.23mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.